Manufacturer narrative:
Correction to h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the evaluation we could not identify the stain/foreign material and could not conclusively specify the root cause of the stain/foreign material remained in the device. Since the material did not adhere to an outer surface of the scope, the material was not removed by reprocessing. We presumed that humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) section: the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.